Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message and shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The electrode pads used were not returned as part of this investigation. The device was recertified and returned to the customer. Review of the device logs found no critical errors. Analysis of reports of this type has not identified an increase in trend.